Event description:
The customer reported that the unit generated a recurring "defib failure cycle power" error 1000 message.

Manufacturer narrative:
H6. When the unit was evaluated by philips, the error message could not be reproduced. However, the system log showed several instances of the error code 1000, which is indicative of an intermittent failure of either the power board or control board. We cannot determine which assembly failed as the reported symptom cannot be reproduced.